Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that offset analog calibrations were performed to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system images were displaying scanner artifacts. The representative reported that tracking with the images was still accurate. The site elected to continue the procedure with the images. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.